Event description:
The epidural tubing from the medication bag became disconnected from the tubing going into the patient's back. When the tubing was re-connected, it was connected to the peripheral IV. The two should ideally not be able to connect.